Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of an 20/30 indeflator, air was noted as coming in. The indeflator was replaced with another 20/30 indeflator to successfully complete the procedure. There was no patient involved and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed as the device function as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation the device was not fully connected; thus, resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.na